Event description:
It was reported that the patient with this artificial urinary sphincter (aus), which included two cuffs, experienced recurrent incontinence. Cuff fluid loss was reported. The device was explanted and replaced; a single cuff was placed in a different area of the urethra. There were no additional patient complications reported.